Event description:
The customer contact reported, air in the tubing distal to the pump with no pump alarm. On an unspecified date and time, the pump was programmed to delivery an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time while the nurse was at the bedside, an unspecified volume of air was noted in the cassette and distal to the pump with no pump alarm. No air was delivered to the pt. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer contact reported, there was no change in the pt status and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by appropriately alarming when air was present in the tubing distal to the pump. (B) (4). (B) (4).

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.